Event description:
Customer reported that the device delaminated, approximately one hour after being placed into the abdomen laparoscopically, and manipulated. The procedure was converted to an open procedure, the device excised and replaced with a competitor product.

Manufacturer narrative:
H6: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.